Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, while the surgeon was drilling on the lateral mass for a synapse 4.0 screw, the drill bit broke. Reportedly the surgeon contributed the breakage of the drill bit to his over tilting the drill guide while drilling halfway of the drill hole. The surgeon retrieved the broken part from the lateral mass. It was reported no harm and damage was caused to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID was reported as: (B)(6). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot # un36807 revealed the drill bit 2.4 w/stop 2flute was manufactured by unique instruments. 300 parts were inspected to the synthes incoming final inspection sheet number (B)(4) on (B)(6) 2004. The product conformed to all requirements. (B)(4) parts were released to the warehouse on (B)(6) 2004. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This drill bit was manufactured in (B)(6) 2004. It is unknown how many times the drill bit was used before the breakage as well as the condition of drill bits cutting edges before op is unknown. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Considering all relevant findings it is possible that the drill bit broke due to a mechanical overloading situation while use and/or was exposed to extended lateral stress or got in contact with other metallic parts. Neither a product nor a material related condition was found.